Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for codes: corrosive properties are addressed in the directions for use. The directions state,thoroughly rinse with water, and "contains sulfamic acid. Causes skin or eye irritation. Harmful if swallowed. In case of contact, flush eyes or skin with plenty of water. If irritation persists, seek medical attention." No failure of the medical device was detected. Not returned,no lot available.

Event description:
By way of dealer rep, patient experiencing mouth hives since having denture cleaned in tartar and stain remover.